Event description:
It was reported that the right ventricular lead exhibited noise. The noise was not reproducible with arm movements and pocket manipulation. The device was reprogrammed. The patient was asymptomatic and would be monitored.